Event description:
It was reported that the flakes were coming out of smartlife transfer shield during the transfer of battery into the housing. The event occurred during a procedure. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the flakes were coming out of smartlife transfer shield during the transfer of battery into the housing. The event occurred during a procedure. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, plastic flakes came off, was confirmed. During the inspection the service technician observed signs of damage and plastic fractured off from the plastic housing in the inside diameter of the battery insert area. Based on that service evaluation, and a review of complaints with a similar reported event, a likely cause in relation to this event is a use error. Device was placed in parts retention.